Event description:
It was reported that on (B)(6) 2011 at 15:25 pm, a nurse attempted to infuse normal saline to a pt until 02:00 am on (B)(6) 2011. The pt was to receive 100 ml from a 1000 ml bag. He indicated that the pump did not infuse medication. He also indicated that the pump did not infuse medication. He also indicated that the pump never alarmed or occluded. The facility's biomedical engineering personnel stated that he checked the history log during the time of the event and it indicated an error with the clip still inserted which would cause the unit not to run. The clip was removed and the unit would run. The history log also showed air-in -line, occlusion and other interaction with the pump by the nurse. The customer reported that there was no pt injury or adverse drug events. This incident occurred in the medical surgery care area. The unit was tested by the facility twice at a rate of 200 ml/hr with a vtbi at 20 ml. First test results showed an infusion of 20 ml with a measured infusion of 20.1 ml. Second test showed an infusion of 20 ml with a measured infusion of 20 ml. Upstream and downstream occlusions were tested and are functional. An air bubble was introduced to the administration set and the alarm was activated. All functions of the unit were operating normally, and the facility could not reproduce the errors indicated in the report.

Manufacturer narrative:
(B)(4). The pump was tested by sigma for flow rate accuracy using the actual event parameters (i.e. Dep mode delivery parameters as found in history log), but for a period of one hr (100 ml/hr for 100 ml) with unit passing having delivered 95.25 ml. An addition flow rate test was performed per spectrum service manual with unit passing having delivered 48.02 ml. The reported event could not be reproduced. Upstream occlusion sensor test was also performed per spectrum service manual with the unit passing. Review of the history log shows the pump was in an infusion complete alarm at 06:25 gmt where an add'l vtbi of 950 ml was added prior to time of discovery at 06:57 gmt (02:00 cdt). A possible cause for the absence of fluid delivery could be the product of the user failing to mitigate the upstream occlusion alarm (e.g. Opening a closed clamp, removing a blockage, and/or verifying the drip rate after restarting the infusion).